Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file data provided by the account confirmed an lvad fault alarm and a low flow event; however, specific causes for these events could not be conclusively determined through this investigation. Controller event log file log file 8c031251 contained data spanning from 01dec2019 at 10:18:25 to 03dec2019 at 13:47:08, per the timestamp. A momentary lvad internal fault alarm associated with a (f59) e2p_crc lvad fault flag was captured on 01dec2019 at 23:56:57. Additionally, lvad_opc, e2p_data, and e2p_crc lvad live info flags were captured in association with the event. No other notable alarms or unusual events were captured in the throughout the log file. A the lvad internal fault alarm did not appear to affect the pump¿s ability to operate above the low speed limit, as the pump operated above the low speed limit for the duration of the log file. Controller event log file 8c310935 contained data spanning from 29dec2019 at 10:02:35 to 31dec2019 at 10:34:30, per the timestamp. A transient low flow event was captured on 30dec2019 at 13:32:18. Due to low flow software version 1.5.2 being installed on hsc-065755, the low flow event occurred when the estimated flow was calculated to be below 2.0lpm, instead of the normal threshold of 2.5lpm. No other unusual events or alarms were captured, and the device appeared to have been operating as intended. The account reported that the patient experienced an lvad fault alarm. The patient was stable and did not experience any additional alarms. The patient was seen in the clinic in (B)(6) 2020 for a routine follow-up appointment and no new lvad fault alarms were reported. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. Additional information was requested from the account; however, none was provided. The heartmate 3 lvas IFU notes that changes in patient conditions can result in low flow. The IFU, as well as the heartmate 3 lvas patient handbook, describes all system alarms and the recommended actions associated with them. These documents warn the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 lvas instructions for use, is currently available. Speed, power, flow, and pulsatility index are addressed in section 1 of this document. Sections 4 describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Section 7 outlines all system alarms, including lvad fault and low flow advisory alarms, and the recommended actions associated with these events. This document also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 lvas patient handbook, is currently available. Section 5 outlines all system alarms, including lvad fault and low flow advisory alarms, and the recommended actions associated with these events. This document also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced lvad internal fault messages on (B)(6) 2019 at 23:56. These were transient in nature and were not sustained. No other unusual events were noted in the log file. Noted that the patient has the custom low flow software installed. Patient is stable with no current audible/visual alarms on controller/system monitor. No further information was provided.